Manufacturer narrative:
The customer¿s report of an over infusion was not confirmed. The pump module and disposable set were not returned for investigation. Analysis of the pcu event shows no obvious programming errors that would result in the reported event. The log shows pump module s/n (B)(4) was programmed to infuse drug ID 107 at a rate of 18ml/hr at 7:06 am on 17 september 2019 and ran until 9:02 am with 34.224ml recorded as being infused during this period. The root cause of the customer¿s report of an over infusion was not identified. No device was returned for investigation. No devices received, log review only.

Event description:
It was reported that on 17sep2019 at 0708, there was an alaris pump event with pitocin. During a patient infusion, the nurse programmed under pre-set pitocin induction setting at 6mu/min (18ml/hr). The patient had approximately 15 minutes of fetal strip where tachysystole was noted. The nurse noticed approximately 600ml of the 1000ml pitocin bag had been infused and the pump displayed that the infusion was infusing at 6mu/min (18ml/hr). The pitocin infusion was discontinued at 0903. A second nurse verified that the displayed pump setting was correct. The ob md was notified. A spontaneous vaginal delivery occurred at 0910 at 38.6 weeks gestation. The pump was removed from service and collected by biomed. There was no patient harm to mother or baby.

Manufacturer narrative:
38.6 weeks gestation. Mother was female. Baby's gender was not provided. This MDR represents the baby (infant). Manufacturer report number 2016493-2019-01429 represents the mother. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that on (B)(6) 2019 at 0708, there was an alaris pump event with pitocin. During a patient infusion, the nurse programmed under pre-set pitocin induction setting at 6mu/min (18ml/hr). The patient had approximately 15 minutes of fetal strip where tachysystole was noted. The nurse noticed approximately 600ml of the 1000ml pitocin bag had been infused and the pump displayed that the infusion was infusing at 6mu/min (18ml/hr). The pitocin infusion was discontinued at 0903. A second nurse verified that the displayed pump setting was correct. The ob md was notified. A spontaneous vaginal delivery occurred at 0910 at 38.6 weeks gestation. The pump was removed from service and collected by biomed. There was no patient harm to mother or baby.